Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported device is used for treatment. Relevant medical history and adherence to rehabilitation protocol are unknown. Based on the information provided it could not be determined if this device caused or contributed to the patient condition. A definitive root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-014-3852-y/fulltext.html. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced an early trochanteric fracture that was treated nonoperatively that went to a non union. The patient also experienced trendelenburg gait.